Event description:
The customer reported that the image went blank intermittently. This resulted in an intermittent, recoverable loss of image functionality. There has been no injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was advised that the monitor needs to be replaced; the customer did not authorize the repair at this time. The workstation and monitor air filters were cleaned. No conclusion can be drawn as further repair info is not available.